Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of rezh2246 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was a migration of the wire into the venous circulation and it was necessary to perform surgery in interventional radiology. The catheter and the wire serving to stiffen the catheter during placement were recovered. On 07/20/2016 - the facility reported that the catheter and wire migrated after the insertion. They state the catheter and the wire were both trimmed. The reported migrated catheter and wire were discovered after the first chemotherapy treatments.